Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician had used venaseal during procedure to treat the great saphenous vein (gsv). Local anaesthesia was used. The lumen was flushed prior to use. IFU was followed and a guidewire was used for insertion of the catheter. The procedure was completed as usual. It was reported that the patient who used venaseal experienced an allergic reaction that might be a hypersensitivity reaction, after the procedure. The patient continued to receive treatment with medicine such as antihistamines, however, the patient's allergic reaction did not heal, and administration of the medicine could not be stopped even after 1 to 1.5 years had passed. Reddening, swelling and tenderness of 10 to 15 cm were noted upper part of the lower leg puncture. At present, antihistamines are being administered, but symptoms appear when administration is stopped. Resection of the treated part is currently being considered. No further patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.